Event description:
A report was received that a patient will have a pocket revision due to the pocket site being red and sore. The patient went in for the pocket revision and the pocket site opened up a little bit. The physician explanted the ipg and implanted a new one. The physician also repositioned the pocket. The patient is reportedly doing well after the revision surgery.